Manufacturer narrative:
Method: the graft remains implanted and not available for evaluation. Therefore, a re-review was performed of the manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints associated with the lot. Results: no deviations were noted during processing for lot nz14380218 that negatively impacted grafts manufactured from this lot. The graft underwent a validated sterilization methodology; tutoplast® which includes terminal sterilization by gamma irradiation after packaging. Environmental data and records generated during and around the time of processing for this lot were acceptable. To date, rti has distributed (B)(4) xenografts from this lot without related complaints. Conclusion: given the facts that the device was not returned for evaluation; records re-review results demonstrated no deviations during the manufacturing of graft ID (B)(4); the graft met all specification requirements and release criteria at the time of distribution; no related complaints were noted associated with the distributed grafts from this lot; and patient information indicated that the meningitis was most likely an allergic reaction to the foreign material as indicated by the response to steroids; and there was another xenograft implanted at the time (equine derived), it can not confirmed that the allergic reaction was attributed to the bovine graft versus the equine graft.

Event description:
The patient was treated with steroid and showed improvement. Therefore, a diagnosis of an allergic reaction to the xenograft was made. The patient received steroids for a total of one month and is currently doing well. The graft remains implanted.

Manufacturer narrative:
Product identifiers (serial ID and lot number) have not been provided to rti to date. Therefore, an investigation and re-review of manufacturing records could not be conducted. Remains implanted.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti, received a complaint on 06/09/2016 reporting that a tutopatch bovine pericardium and tachoseal (equine derived; manufacturer unknown) were used as a dural extension for a chiari malformation surgery on (B)(6) 2016. Five days post-operative, the patient developed a fever of 40 degrees celsius. Cultures were obtained (unspecified site) and were negative for growth. The patient was treated with antibiotics without improvement. At this time a foreign matter reaction was suspected and the patient was diagnosed with "epitope" meningitis. To date, additional information has not been provided to rti for review.